Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic where it was discovered that the right ventricular lead exhibited noise. The lead noise signals were large and it was determined that the lead was fractured. (B)(6) 2020, the lead was explanted and replaced successfully. The patient was reported to be in stable condition.